Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the system had a blue screen. A field service engineer (fse) attempted to resolve a blue screen issue by resetting the hard drive cables and battery, but the issue persisted. The fse replaced the hard drive, reimaged the pyxis device, and synchronized it with the server. After reimaging, the customer was able to log in and access medications from all drawers, confirming the device was operational and communicating with the server. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device had blue screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.